Event description:
It was reported that a patient experienced arterial bleeding during a navigated c1-c2 posterior fusion case. The surgeon successfully implanted non-stryker screws (depuy) on the left side. During preparation for placement of the right side, non-stryker c1 screw (depuy), the surgeon noted, " the patient started to bleed." The spinous process clamp was removed and the bleeding was stabilized. The surgeon then re-registered the patient and the navigated drill guide and was satisfied with the accuracy. The surgeon was advancing the drill a second time and the patient started to bleed again. The procedure was not completed as planned and the patient received a blood transfusion. It was reported that at their 7 day post operative check-up, the patient was fine.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Corrected data: g4.

Event description:
It was reported that a patient experienced arterial bleeding during a navigated c1-c2 posterior fusion case. The surgeon successfully implanted non-stryker screws (depuy) on the left side. During preparation for placement of the right side, non-stryker c1 screw (depuy), the surgeon noted, " the patient started to bleed." The spinous process clamp was removed and the bleeding was stabilized. The surgeon then re-registered the patient and the navigated drill guide and was satisfied with the accuracy. The surgeon was advancing the drill a second time and the patient started to bleed again. The procedure was not completed as planned and the patient received a blood transfusion. It was reported that at their 7 day post operative check-up, the patient was fine.